Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer inspected the instrument and replaced both reagent sample probes, cc sample vacuum valve, probe b vacuum valve, 4-way valve, photometer lamp, and replaced syringe pump drive assembly to resolve the issue. Beckman coulter internal identifier is (B)(4). (B)(6).

Event description:
The customer reported receiving erroneous low patient results for creatinine (cr-s) on the unicel dxc 600 pro synchron system. The erroneous results were reported outside of the lab and later amended. There was no change in patient treatment in association with this event.